Event description:
Customer reported that their touchscreen on the pump was cracked, making it unreadable and unresponsive. There was no information provided on blood glucose levels, so there was no reported impact to the customer's blood glucose level. A replacement pump set to be provided.